Manufacturer narrative:
An abbott field service rep (fsr) visited the customer site and replaced the analog board and performed voltage verifications successfully. Controls were within specs. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the imx service and support manual, manual revision number 45987-104, front matter document control, in section 2 - troubleshooting, error code 74, which instructs the field service rep to check the voltages at the analog board test connector j12-2 to determine if the voltage falls between 9v to 10.1v. If the voltage is not within this range, the fsr is instructed to replace the analog board (ip-34 error code 74error code 74 bad high voltage power supply). This is a final report.

Event description:
The customer states that the imx analyzer generated an alarm along with error code 74 for a bad high voltage power supply. When the customer went to turn off the alarm via the analyzer's keypad, she received a "pretty bad shock." The abbott customer technical advocate (cta) verified that the customer was not harmed and did not require any medical attention. The cta instructed the customer to power off the analyzer and a service call was initiated. There is no impact to pt management reported.